Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The device was not returned for analysis. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. The manufacturer internal reference number is: (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reorted blurred vision making reading difficult. Additional information has been requested.